Event description:
Health care professional reports 5 blood leaks into dialysate noted at onset of pt treatment. Health care professional reports all dialyzers reused. Health care professional reports no pt injury.